Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported developing sores when using a different type of head set in the past when she first received the pump on (B)(6) 2011. Patient stated she developed sores and they turned into an infection that she had to have an antibiotic prescribed for. Patient has discarded the alleged infusion set. Patient reported she changed to a different type of infusion set and the issue stopped occurring. No product available for return.